Event description:
It was reported that during a ptca procedure in a highly calcified lesion, the balloon was inflated four times, twice at 10 atmospheres, once at 16 atmospheres and once at 18 atmospheres (rbp=14 atmospheres). During removal the catheter became stuck in the lesion and the shaft broke. A portion of the balloon and possibly a marker band remains in the patient. Attempts at retrieval were unsuccessful. The physician elected to secure the balloon material and marker band in place with a stent. Patient status is listed as "okay".